Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer grandmother reported via phone call that they experienced high blood glucose level. The customer's blood glucose value was 500 mg/dl at the time. The customer also stated that they are experiencing issue with the insulin pump. The customer was declined troubleshooting for high blood glucose. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.